Event description:
It was reported that during a pre-use check, the customer noticed the tube's cap was deformed. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was performed it was observed that 1 pc was rejected during the manufacture of this lot. It is not known why this 1 pc was rejected. A product sample was received for evaluation. Visual and functional testing were performed. Upon review of the it was confirmed that the cap was deformed. Unable to determine the root cause of the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).